Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 70 percent remaining at a previous in clinic follow up, to 17 percent remaining 10 months later. The battery was felt to be depleting prematurely. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) recommended device replacement and discussed the replacement interval. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was explanted. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician has been monitoring the device through the remote home monitoring system. The device was noted to have reached elective replacement indicator (eri). The local field representative contacted boston scientific technical services (ts) and requested an updated replacement interval on behalf of the physician. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.